Event description:
The customer reported a complete loss of motorized functionality. No patient or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rui (remote user interface) joystick was evaluated and replaced. The system was tested and found to be working as intended and returned to service.